Manufacturer narrative:
The device component code 515 relates to the device problem code 2906 for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent system was used during a procedure on (B)(6) 2011. According to the complainant, during the procedure, several attempts were made to deploy the stent. However, the stent was only able to be partially deployed. It is unknown whether the stent was re-constrained prior to removal from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx partially covered stent system. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent system was used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, several attempts were made to deploy the stent. However, the stent was only able to be partially deployed. It is unknown whether the stent was reconstrained prior to removal from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx partially covered stent system. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. The outer sheath was kinked at 6mm proximal to the distal end of the outer sheath. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the compressed area of the inner lumen was kinked at several locations just proximal to the yellow inner jacket. The inner shaft was also kinked at several locations between the stent holder and the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.